Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4). It was reported stent damage occurred. An innova 6x200x130 self expanding stent was being deployed in an superficial femoral artery (sfa). During deployment the stent did not release properly from the wire and was stretched in the sfa. No patient complications were reported.